Event description:
Company rep reported that a surgeon created a decentered flap on a pt's left eye as the pt tried to close the eye during lasik flap creation. Surgeon opted not to lift the flap, and informed the pt that he would wait six weeks and then perform a surface treatment instead.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).